Event description:
The account generated a depressed wbc of 0.161 10e3/ul on sample ID (B)(6) processed on the cell-dyn sapphire. The sample was repeated with a wbc of 13.9 10e3/ul matching the patient's previous wbc result of approximately 13 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Upon review it was discovered that the initial report was submitted under the incorrect manufacturer site of (B)(6) and manufacturer report . The correct manufacturer site is (B)(6). The event was submitted under the correct manufacturer with report number 2919069-2014-00080. Any further information regarding this event will be reported under manufacturer report number 2919069-2014-00080.